Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Radiographic image review result: post-op x-ray for 6 level cervical thoracic fusion anterior/posterior provided. Ap and lateral view show bilateral fractures of the t1 pedicle screws. Fusion status is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis- cervical spondylosis with radiculopathy post-operative diagnosis- cervical spondylosis with radiculopathy procedure performed: placement of bilateral cervical lateral mass screws, c3, c4, c5.. Placement of bilateral thoracic pedicle screws, t1. Posterior/ posterolateral fusion-arthrodesis, c3-c4-c5-c6-c7-t1 (6 levels). Use of allograft (medtronic orthoblend and medtronic grafton paste). Use of intraoperative neural monitoring, somatosensory-evoked and motor-evoked potentials. Use of intraoperative fluoroscopy for hardware and level verification. Partial explant- c3 and partial t1 screws, set screws and rods explanted. New c2, t2, t3, rods, and set screws implanted. It was reported that post-op, t1 screws broke while patient getting hair washed/cut and felt a pop in his neck. Hence on (B)(6) 2020, a revision surgery performed in which the broken screws removed. Patient has told the doctor to take legal action towards manufacturer for implant failure. There were no other patient complications reported as a result of this event.